Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model#: sc-4318, lot #: 18951958, description: clik x anchor. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed infection at the lead and pocket site. It was noted that the lead was exposed and there was a puss inside the pocket site. The patient was prescribed with antibiotics. The patient underwent an explant procedure. No device malfunction was suspected. The physician believed that the infection was not device related. It was believed that it was due to the patient had other preexisting medical conditions which made him high risk for infection going to procedure.